Manufacturer narrative:
Evaluation of the returned device did not confirm the event reported. The returned device was visually inspected and functionally tested as per iso standards. The analysis included a visual inspection of all the syringe components, to detect any manufacturing defect that may contribute to leakage past the stoppers' first rib. No defects were observed. The syringe was then pressure tested and no leakage was observed. Finally the syringe was measured for stopper strain (the percent compression of the stopper due to interference with the barrel and plunger rod. It is used as an indicator to determine how close a syringe is to the failure limit). There was no indication of device failure. A review of co's records did not reveal any other incidents of this nature on the product lot reported. In conclusion the investigation has confirmed that the device conformed to specification.

Event description:
Customer reported that syringes from this lot number have plungers that may not be properly sized for the barrels as blood, during patient dialysis protocol, can escape past the plunger tip and run down the plunger rod.